Event description:
It was reported to philips that there is a high voltage capacitor issue. There was no patient involvement.

Manufacturer narrative:
The field service engineer (fse) evaluated the device and found the high voltage capacitor has low voltage. The high voltage capacitor needs replacement. Upon conclusion of the evaluation, it was determined that the high voltage capacitor requires replacement. It was replaced. The device passed testing and was put back into service.